Event description:
It is reported that customer experienced blood glucose versus sensor glucose differences. Customer's blood glucose at the time of call is unknown. After troubleshooting, customer was advised to call help line again should she experience issue again. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.